Manufacturer narrative:
Testing and investigation found at power up, the device displayed a white screen error and the device sounded an audible alarm from the secondary beeper. This was due to the som 2 hardware module. This device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility after the device was power on, the device alarmed with a white screen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.